Event description:
Contact reported they received a t20 hexlobe driver with a twisted driver tip. This was spotted after the surgery and the t20 was not used during the surgery.

Manufacturer narrative:
Visually examined the t20 hexlobe driver shaft. It was noted that the most distal portion of the tip, approximately 2.27mm, was sheared off. The remaining 1.42mm of the tip was twisted in a direction that indicates the damage was created while rotating the driver in a clock-wise fashion. Even though the root cause cannot be positively determined, the damage that is noted indicates that the t20 hexlobe driver may not have been seated fully in the pedicle screw while it was being advanced into the pedicle, as apparent by the partial shearing of the driver tip. No CAPA deemed necessary at this point. Qty 127 released to stock with no discrepancies for all of 2011 with one (1) complaint regarding broken driver tip. If a trend arises then further team deployment will be initiated to rectify any potential issues.

Manufacturer narrative:
Device has been received and the evaluation is anticipated, but has not yet begun. Upon completion of the evaluation, a follow up report will be submitted.

Manufacturer narrative:
Complaint was reviewed with a supplier quality engineer. The supplier quality group determined that the viper2 t20 hexlobe driver shaft was sent out to the field on (B)(4) 2012 from the millstone facility in memphis, tn. The defect was noticed by the surgeon at first, and then verified by the rep. The rep had another viper2 t20 hexlobe driver shaft in another kit that the surgeon was able to use. A refurbishment program ((B)(4)) was implemented in (B)(4) 2012 that requires all returned instruments go to (B)(4) from (B)(4) before being released back out to the field. It was determined that it is likely that the returned driver was part of millstones older stock, prior to the refurbishment program with five star. There are no etch markings on the returned driver, indicating that the driver was not handled by (B)(4). No CAPA deemed necessary at this point. (B)(4) was issued on (B)(4) 2012 to (B)(4). The scar will be addressing any old (B)(4) inventory via a stock audit. Inventory without etching will be sent to five star for processing. It will also verify and review (B)(4)'s current inspection procedures.